Event description:
During an implant procedure, while attempting positioning an increased threshold and low p wave sensing were observed on the right atrial (ra) lead. It was also noted there was resistance in the helix when attempting fixation. The ra was explanted and replaced to resolve the event. The patient was stable.